Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A comprehensive review was performed including complaint history, incoming component inspection results, in process and finished product testing, retention testing, environmental or utility sample data, compounding and filling manufacturing batch records, formulation stability data for all the product lots, chemistry and microbial finished product and trend related investigation; no trend could be identified and review shows that the manufacturing processes were in a state of control. The sterilization for this lot was reviewed and found to be acceptable. There was no nonconformity or deviations during the manufacturing process which was related to the nature of the complaint. No root cause could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two lot numbers. It is unknown which contributed to the event. Refer to (B)(4) for the reported lot number 10411178. (B)(4).

Event description:
As initially reported by a government health agency on 12apr2019 via letter with reference number mw5083962, a female consumer had experienced a sudden onset of severe pain after wearing the alleged contact lenses last (B)(6) 2018. The consumer removed the lenses upon returning home from work and confirmed that she felt an unrelenting pain, excessive tearing and light sensitivity on the eye. She then decided to seek medical help and was later diagnosed with a large unspecified ulceration which was 4.2 x 4.1 in size. The consumer was given antibiotics with an unspecified dose and frequency such as vancomycin and tobramycin. A culture and sensitivity test was done which had showed a positive result of fungus fusarium. She confirmed that the events did not get better even after taking antibiotics and added that could only see hand motion on her right eye. The consumer was also given natamycin drops and oral voriconazole to treat the infection. She had never used the contact lenses while sleeping, swimming or going to hot tubs. The consumer stated that she had never worn the lenses past the time recommended, and had never used water or saliva for cleaning. She also added that she had followed the directions for use and had replaced the case with each new purchase. Scheduled medical visits, laboratory tests, and other treatment modalities were not disclosed. The consumer's eye status was not confirmed. As of16apr2019, additional information was received from the consumer via telephone. She confirmed that she had also experienced burning and stinging accompanied with pain and was diagnosed to have developed an ulcer overnight on her right eye. The consumer was treated in an emergency room. She indicated that she used a contact lens solution together with the alleged contact lens product. The consumer claimed that both products caused the adverse event. She added that she was very diligent in her eye care routine and had no issues prior to the event date. Medical records containing more data about the event such as treatment, history and laboratory tests were not supplied. The consumer's current eye condition remains unknown as she refused to provide more information about the event. Further details cannot be obtained.